Event description:
Additional information received reported the explant was canceled as the doctor reported that the wound had healed with a combination of oral and intravenous (IV) antibiotics. It was reported the patient still had his pump implanted.

Manufacturer narrative:
Product ID 8703w, lot# l50059, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump was to be explanted on 2014 (B)(6) because of a (B)(6) infection at the device pocket and there was no alleged product issue. It was noted there was no diagnostic testing or troubleshooting performed. It was unknown whether a culture was taken or if antibiotic treatment was necessary. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver dilaudid. It was further reported the implant was canceled on 2014 (B)(6), but the reason for the cancellation was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.